Event description:
The bristle head came detached from the toothbrush while in my (B)(6) old son's mouth during routine use. My son could have choked on or swallowed the bristle head. The product is a cotton toothbrush advised for use for 10 months and older. It has an ergonomically shaped blue handle with chewing grip that is "safe and good to stimulate baby's gum". The toothbrush had a rounded brush head with cotton bristles. (B)(6) standard identification number (asin) (B)(4). FDA safety report ID#: (B)(4).